Event description:
Legal papers state this pt received a right knee in 2001. In 2002 the pt was revised. In 2003 the pt was revised again and allegedly is having problems with infection, swelling and mobility.